Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2019 with the following findings: a review of the pump¿s black box data showed a cs 078 call service alarms. During investigation, the rewind, load, prime sequence was performed successfully. The pump was able to rewind and advance fully. The pump was exercised for 24 hours with no motor issues. The complaint of a motor issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (motor issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.